Event description:
It was reported that a stent loss occurred upon removal of the delivery system after resistance was felt when attempting to cross a tortuous, concentric 90% stenosis. The entire system was removed together. The physician was unsure of the location of the stent within the vasculature. The case was completed with another company's stent device. No patient injury was reportedly associated with this procedure.

Manufacturer narrative:
Eval summary: qa analysis of the returned device revealed no mfg related reason for the stent loss to occur. The unit was returned without the stent. The c-flex was in place and the shrink tubing junction was intact. Quality engineering has determined that the likely cause of resistance met was anatomical challenge. The force encountered as a result of resistance likely loosened the stent on its balloon, facilitating separation. There is no indication in the complaint that any device defects were noted during preparation. As part of co's quality process, all stent delivery sys are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. The MDR is considered closed by the qa dept.